Event description:
The following has been reported: nurse reported: " rybrevant IV infusion - ivenix pump alerting air in cassette approximately half-way through infusion (125 of 250ml infused); infusion stopped and cassette removed to trouble shoot air bubbles; at this time there was a significant amount of fluid leaking out of the dial on the cassette. Rn returned to pharmacy and new tubing was primed to finish infusion." Patient harm: no, stopped active infusion: yes, occurred: during infusion. A preliminary review identified the following issue: administration set leak (external part). Unknown if issue stopped an active infusion. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
No sample or picture available for analysis. Without the proper sample or picture evaluation is not possible to determine the probable root cause of the reported failure. Customer complaint cannot be confirmed. The potential root causes of the leak in cassette could be related to 1) misplaced diaphragm which resulted in a leak when the diaphragm was actuated by the valve pins in the pump, 2) an incorrect and poor sealing of the cassette in the welder machine causing the reported leakage, 3) cassette seal not assembled correctly causing a leak in the flow dial. The current process controls detection include 1) 100% leak and occlusion test is performed through the leak and occlusion test machine in order to capture units with any blockage or leak failure mode, 2) quality sampling for final physical testing, for performing a flow and underwater leak tests, 3) 100% visual inspection during the manufacturing process and final physical inspections. The batch record fa24j21253 was reviewed. No exceptions were generated that could classify as a possible root cause of this defect. The finished good lot has passed all sampling acceptance criteria for all tests performed including in-process testing and product testing.